Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an auto-off alarm. The customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose level was not impacted. The customer last interacted with the pump approximately 12 hours prior to the alarm.